Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the limb ischemia issue was biomaterial found in impella sided limb, after the pump was removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related events are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident / stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 63-year-old female in anterior st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. Immediately following pump removal, the patient lost pulse in the impella leg due to a clot. A penumbra was utilized to remove as much clot as possible before the patient was sent to the operating room for a surgical cutdown.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Additionally, it was noted that there was significant oozing near impella site. A stitch was placed around the large impella sheath to help with bleeding.

Manufacturer narrative:
The investigation into the reported issue of access site bleeding is underway. Upon completion of the investigation, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The root cause of the access site bleeding - major could not be determined as insufficient clinical details were provided. B5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2023-02453. D6a and d6b revised from the initial manufacturer device report 1220648-2023-02453 in accordance with updated procedures. F6/f8-should have been left blank on the initial manufacturer device report number 1220648-2023-02453 in accordance with updated procedures. G1 reporting contact email revised on manufacturer device report 1220648-2023-02453 in accordance with updated procedures. Health effect - clinical code 1888 and health effect - impact code 4641 was inadvertently omitted on the initial manufacturer device report number 1220648-2023-02453. H6 investigation conclusions 4315 was inadvertently omitted on the initial manufacturer device report number 1220648-2023-02453. H10 investigation results for access site bleeding was inadvertently omitted on the initial manufacturer device report number 1220648-2023-02453-1.

Event description:
Additionally, there was significant oozing near impella site for which a stitch was placed around the large impella sheath to help with bleeding.